Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed indicating cassette locked but not latched and instructed to remove and reattach the cassette. The medication, 5-fluorouracil (5-fu), was infused at a programmed rate of 2.2 ml per hour. The remaining reservoir volume was 91 ml. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
The suspected device was not returned for evaluation. Therefore, visual inspection, functional testing, and event history log review could not be performed. A review of the available service history identified no previous related repairs within the last 12 months. The customer complaint pump alarmed indicating cassette locked but not latched was not confirmed. Based on the information provided and the absence of the device for evaluation, a probable cause could not be determined.